Event description:
Patient called in to report that dexcom g7 sensor device she used had an error last night. It alerted that her bs(blood sugar) was around 40, but when she tested it on a bg(blood glucose) meter, it was 500.